Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Clotting occurred at the start of a routine hemodialysis treatment. Treatment was ended without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
This is no evidence of a device malfunction. Facility staff attributed the clotting to problems with the patient's catheter. The patient has required several catheter replacements. The patient is doing fine and has had no further problems. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.